Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented online remotely via merlin.net transmission. The patient is non dependent and reported no symptoms. It was noted that the pacing lead impedance had been rising for the last year. Capture thresholds were also elevated . The data suggests an exit block. The patient is being monitored regularly.

Event description:
New information received notes the lead was capped on (B)(6) 2018 due to the increased lead impedance. No further information was available.